Manufacturer narrative:
The reported field event of output issue and oversensing were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information states that patient was in stable condition after the procedure.

Event description:
It was reported that when patient presented to the hospital for unrelated reasons, failure to pace and oversensing were observed. Patient had symptoms of dizziness, nausea and cardiac arrest. The device was explanted and replaced. No further information was provided.